Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0alxv, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated that she has trouble with pain and cannot get her device adjusted. It was reported that patient experienced frequency too and when the device was put in, it covered the pain and the frequency. It was indicated that she had tried all 4 programs, increasing and decreasing them and had not had any falls or trauma. The patient stated it felt like it did before she had the device put in, the pain sensation. The patient felt like extreme pain at the very bottom of the genitals. It was reported that the pain started a little over a week ago and she has gone through the programs slowly over the last couple of days. It was later reported on 2016-04-07 that pain broke through that can't be covered. The patient stated they shut the device off in 2015. There was nothing wrong with the battery. The patient wasn't to a pain doctor and he took out the ins for the interstim but left in the leads. The patient was on narcotics up until last year when she got a pain stimulator. The patient stated the interstim had worked perfect for three years. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor/non malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.